Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No screen anomaly noted during our testing. Numbers listed on screen. No prime anomaly noted during our testing. Pump receive with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen does not display information and the insulin is not delivering properly. Customer's blood glucose was over 500 mg/dl at the time of incident. Troubleshooting advised customer on the act button but customer did not want to troubleshoot any further. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.